Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated three time at 12 atmospheres (atm), 14 atm and 14 atm. However, during the fourth inflation at 16 atm, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition post procedure.

Manufacturer narrative:
(B)(6).